Event description:
During a normal device change out, a cut was found in the insulation of this lead. The lead was capped and replaced. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
During a normal device change out, a cut was found in the insulation of this lead. The lead was capped and replaced. No adverse patient events were reported. Should additional information be received, this file will be updated.